Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. One kink was observed on the catheter tubing approximately 73.9cm 4cm from iab tip. The optical fiber was found to be broken within the membrane approximately 4.1cm from iab tip. Extender tubing was returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.